Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was duplicated and caused by an ic (integrated circuit) chip on the defib circuit board no longer generating appropriate clock timing signals. A secondary finding during testing identified that the device keypad buttons were intermittent and would become unresponsive. The investigation revealed that this was caused by an ic (integrated circuit) chip on the main circuit board. Replacement of the defib circuit board and main circuit board resolves both issues. Result code 472 - ic (integrated circuit) chip will be utilized for both circumstances. Upon completion of the repairs, the device passed all release testing and was returned to the customer.

Event description:
The customer stated the device had an error code 11 at power up. No patient involvement. A secondary finding during testing identified that the device keypad buttons were intermittent and would become unresponsive.